Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified spinal fusion using rhbmp-2/acs. The patient started exhibiting abnormal EKG signals at the end of the surgery ((B)(6) 2013), and subsequently broke out in hives a few days later. The patient has previous titaninum hardware in cervical spine with no allergic reaction. Treatment has consisted of otc antihistamines.